Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2015 with the following findings: a visual inspection of the pump revealed that there was moisture behind the display lens. The pump powered on to a blank screen during testing; the complaint could not be fully investigated due to this. The pump failed a leak test due to a cracked battery compartment and a crack in the pump¿s casing by the right side of the display lens.